Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. The customer stated received a low battery alert prior to replace battery alert and replace battery now alarm. Customer stated insulin delivery was stopped due to low power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly on electrical board1 and electrical board2. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to charge battery alarm and power loss alarm due to download difficulties. However, insulin pump tested with reference test electronics electrical board1 and electrical board2, was able to boot up properly with no unexpected critical pump error alarm noted. Insulin pump received with cracked battery tube threads and cracked case at battery tube side. The insulin pump p-cap test reservoir locks in place properly